Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Additional patient/event details have been requested but none have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
It was reported by a nurse practitioner that a foreign body appearing to be a small worm or insect was noted in the aquacel ag+ dressing when opened. The dressing was not used on a patient. A photograph depicting the issue was provided. No further information was provided.

Manufacturer narrative:
Correction: brand name: aquacel ag extra. Corrected data: initial reporter(parent): (B)(6). Batch record have been reviewed; all required specifications were met and documented within the batch record. There were no discrepancies noted in the batch record related to the reported complaint issue. The production monitoring system was reviewed and there were no issues relating to the complaint issue. Preventative maintenance was completed to schedule. Machine logs were reviewed and there were no issues relating to the complaint. No sample was received therefore it cannot be analysed and the foreign matter cannot be determined. All machines are being and revalidated as part of the manufacturing site wide scheme which should reduce the occurence of this type of issue. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).